Event description:
During laparascopic bilat salpingo oopherectomy and using an endopath ets-flex45 stapler, the stapler fired ok first time. But when reloaded, it only fired some of the staples not completing the staple line & did not cut the tissue. A second stapler was opened to complete the procedure.